Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that it was noted that the device nozzle was clogged with foreign material, likely due to insufficient reprocessing. The clogging of the nozzle prevent the flow of air and water. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair for the issue of no air and water flow noted during preparation for use. There is no patient involvement and no harm to any patient; however, the diagnostic endoscopy procedure scheduled for the day had to be cancelled. Upon evaluation of the returned device, it was noted that the device nozzle was clogged with foreign material, likely due to insufficient reprocessing. This medwatch is being submitted for the reportable issue of the device nozzle was clogged with foreign material, likely due to insufficient reprocessing observed during device evaluation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer provided information about reprocessing at the facility: an air/water (aw) channel cleaning adapter is used for pre-cleaning every time. Pre-cleaning is performed immediately after a procedure; the water supply is changed from the water supply button to the aw channel cleaning adapter and the water is supplied for a while. Detergent used is endozyme. The endoscope channels are brushed during manual cleaning with a reusable brush, model number unknown. Cleaning and disinfectant solutions used with the endoscope are unknown. Automatic endoscopy reprocessor (aer) used to reprocess the endoscope is kaigen cleantopkd-1, serial number unknown. Detergent and disinfectant used with the aer are unknown. It is not known if there have been any issues with the aer. The endoscope is dried after cleaning with the system blowing air for 10 minutes. The endoscope is stored by suspending on a trolley after reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that water could hardly be supplied due to foreign matter clogging the nozzle. Polymethylpentene was detected when the foreign matter clogged inside the nozzle was subjected to component analysis. Olympus will continue to monitor field performance for this device.